Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product remains implanted in the patient and therefore will not be returned for an evaluation. Based on the information available the most likely root cause is the patient did not follow the post operative care instructions. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent.

Event description:
It is reported that the patient was implanted with the sternalock 360 on (B)(6) 2016 after two coronary artery bypass graftings using bilateral internal mammary arteries. It is reported that on (B)(6) 2017, the patient presented with a wound dehiscence, initially thought to be an infection. Following scanning and workup, it was determined there was no infection. A reoperation was performed by plastic surgeons to reattach the ribs/ clavicle to the sternum using heavy sutures. It is reported the sternalock 360 implants remained intact and there was no breakage or damage to the implants.